Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a leadless implantable pulse generator (ipg) implanted. Just prior to discharge, the patient had a syncopal episode due to ventricular fibrillation (vf) and went into cardiac arrest. The patient was resuscitated. The physician indicated the weight of the leadless ipg may have contributed to the vf by irritating the tissue. A coronary angiography was performed and everything tested normally. An implantable cardioverter defibrillator (ICD) will be placed and the ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.